Manufacturer narrative:
Pt demographics were not available at the time of this report. The device was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. The camera tracked normally throughout the entire volume during functional testing. There was no problem found with the returned device. The camera was replaced and the issue was reported to be resolved.

Event description:
A medtronic rep reported that during a case the camera would be seeing the instruments and then suddenly lose track of the instrument. They tried new spheres and tried multiple instruments. It seemed to show the camera as positioned too far in the software event when it was at the normal distance. The case was completed using the navigation system with no impact to the pt.